Event description:
It was reported that stent partial deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately to severely calcified iliac artery. A 8 x 80 x 130 innova stent self-expanding was advanced for treatment. During the procedure, the stent was partially deployed and could not be fully deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.